Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer while using the device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer while using the device. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got scrapped. In this report, in box b relevant test/lab data has been updated/corrected. In box d product brand name, model number, catalog item identifier, serial number and product UDI has been updated/corrected. In box h manufacture date, method code, results code and conclusion code has been updated/corrected.